Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. This code is used to describe an endoleak. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2016, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. The patient tolerated the procedure. The pre-treatment computed tomography angiography (cta) determined that the maximum diameter of the aortic aneurysm/lesion was 56mm. From (B)(6) 2016 to (B)(6) 2019 the follow up scans determined that the maximum diameter of the aortic aneurysm/lesion decreased in size from 50mm to 45mm. Reportedly, on (B)(6) 2019, the patient presented with a recurrent abdominal pain both intermittent and self-resolving. The ultrasound confirmed that the device was patent. However, an endoleak arising from the inferior mesenteric artery (ima) was determined. On (B)(6) 2019, the patient underwent an unsuccessful embolization procedure. Reportedly, the wire and the catheter could not be passed into the proximal ima. Reportedly, the physician suspected a type iii endoleak and the wire was unable to advance possibly due to inflammation. On (B)(6) 2019, the pet scan confirmed there was no evidence of inflammation, or infection of the aneurysm. The patient was rescheduled for an angiogram one week later at a private hospital. The endoleak was confirmed to be a type ii and the aneurysm sac has not increased, it has remained stable. The patient is well and there is no plan to treat the endoleak at this point. The physician will continue to monitor the patient. It is unknown why the wire was unable to advance, no further information was received by gore.